Event description:
It was reported occlusion alarm occurred when the customer was not using the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.